Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial (B)(4) description: linear st lead, 70 cm model #: sc-4316 lot #: 17612088 description: next generation anchor kit-sterile.

Event description:
A report was received that the patients scs was non functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to the need of a magnetic resonance imaging (MRI). The patient was having inadequate stimulation and potential required for additional back surgery. No device malfunction was suspected.

Event description:
A report was received that the patients scs was non functional. The patient will undergo an explant procedure.